Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had kinked tubing. The following information was provided by the initial reporter: when they unwind the new tubing he gets knots in it.

Manufacturer narrative:
One photo was received for quality evaluation. Inspection of the photo shows that the distal end male luer of an infusion set was broken. Additionally, the piece of the luer connector that has been broken off is covered in blood. The customer complaint of component damage was confirmed, however, the customer's claim of tubing kinked cannot be verified because there was no evidence provided of tubing kinked. The investigation was forwarded to our manufacturing and supplier groups to conduct a root cause analysis. The cause of the issue could not be determined due to a physical sample not being provided. The probable root cause of the issue is using excessive force to disconnect the sample during use. A device history record review for model me2010 lot number 25035630 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.